Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had elevated lactate dehydrogenase (ldh) levels. The pump was explanted and another MFR's device was implanted.

Manufacturer narrative:
Device evaluation the pump was returned assembled. The evaluation did not find the presence of thrombus inside the pump, however, contact marks were found on the rotor. This suggests that a deposition was present in the pump while it was operating, which may have contributed to the elevated lactate dehydrogenase (ldh) levels; however, a specific reason for its development and the duration of its presence in the pump could not be conclusively determined. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists hemolysis and thrombosis as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.